Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is complete. Review of the event log found that the calculated fill & drain flow rate revealed most were below the standard estimated flow rate. External/internal inspection was performed and passed. The device was tested and passed the homechoice return instrument test/evaluation (rite) electrical test, but failed the rite functional test for volumeetric accuracy. Inspection performed on the door and piston revealed the foam was disintegrated and the piston was cracked. The direct cause for rite failure and accuracy confirmation test was determined to be disintegrated piston foam. The piston foam was replaced to resolve the issue. The service history review revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.